Event description:
Customer reported discordant hemoglobin a1c (hba1c) result. A finger stick on the dca resulted in a hba1c of 7.4% whereas a venipuncture reference lab hba1c result was 6.1%. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant results is unknown.